Manufacturer narrative:
Conclusion: according to the recipient report the device was explanted due to an active electrode extrusion into the external auditory canal. The active electrode also shows some additional damage to the electrode wires which is most likely a consequence of the reported extrusion. A full insertion was achieved during implantation surgery. Additionally, a history of middle ear infections are reported, but no sign of infection was seen. Other damages found during investigation are most likely related to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was initially scheduled for a reinsertion surgery due to the extrusion of the electrode lead into the external auditory canal. The cause of extrusion is not known. No trauma is reported. The user's hearing performance prior to the loss was reportedly good. The user was reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was scheduled for a revision surgery for the extrusion of the electrode lead to the end of the ear canal. The cause of the extrusion is not yet known. No trauma or accident is reported. The user does not currently use an external device as this was lost and not replaced. The user's hearing performance prior to the loss of the external device was reportedly good. No investigation of the implant site was conducted.